Event description:
Nellcor puritan bennett received a report that investigation results on the device revealed a no audio failure.

Manufacturer narrative:
On november 28, 2007 the device was received for evaluation. The device was received in to check for proper operation. Investigation results revealed that "no audio" was found. The investigation team confirmed that the failure of no audio was isolated to the main pcb.